Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 3682403 300-01-09 - equinoxe, humeral stem primary, press fit 9mm. 3951264 310-01-44 - equinoxe, humeral head short, 44mm (alpha). 4130549 300-10-45 - equinoxe replicator plate 4.5mm o/s. 4153578 300-20-02 - equinox square torque define screw drive kit. 4173877 321-20-00 - equinoxe reverse shoulder drill kit.

Event description:
It was reported that this patient was revised on (B)(6) 2024. All the components were loose and easily removed. Arthrex reverse was then performed after bone grafting the defects. No issues with surgery. Explants not available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was likely due to glenoid component wear. Additional reasons for the revision include an insufficient bond between the glenoid component and the bone and the humeral component and the bone leading to glenoid and humeral loosening respectively, possible fracture of the superior edge of the glenoid component, and/or the inclusion of the glenoid component in the packaging recall. However, these cannot be confirmed from the provided information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.